Event description:
Patient was revised due to a large amount of scar tissue, which the surgeon suspected was caused by metal sensitivity. Metal-on-metal implants were changed to metal-on-poly.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code since release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.